Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was found a string on the three lenses. The facility has collected the one string in a jar. Additional information has been received and stated that, the damaged optic was found during placement of lens and later it turns out to be a string which could not be removed from the optics during initial procedure. The string was scraped off the optic with a sweep. The device came to contact with the patient. The surgery delayed by more than 1 hour, however, the procedure was completed with the back up lens. There was no negative consequences occurred to the patient. Additional information received and stated that, the lens was explanted during initial procedure and the wound was enlarged during the initial procedure. Additional information was received and stated that, the patient had suture.

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was not observed. No string observed on the lens. Iol (intraocular lens) returned adhered to adhesive tape on a piece of card along with closed lens case. Solution is dried on both surfaces of the optic and haptics. One haptic arm nicked/chipped-rejectable, the other is intact. The optic is torn/split-cut dividing the iol in two(2), is cracked/fractured and scratched/marked-rejectable. Iol cleaned. No fiber/string observed. No root cause identified as the reported complaint "damaged optic turns to string on lens" was not observed. The lens optic was damaged. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).